Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose and insulin pump failed to suspend. Customer's blood glucose was 40 mg/dl and customer calibrated but did not receive a threshold suspend. Customer was advised that sensor may not have been trending which caused insulin pump to not suspend. Troubleshooting was performed and customer was advised to monitor sensor.